Event description:
It was reported by the patient that the pod's needle never withdrawn indicating an needle mechanism failure. The patient also stated that the arm was hurting. The blood glucose levels reached >250 while wearing the pod longer than 48 hours. The cannula was visible and the pink slide did move forward.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.